Event description:
Consumer reports receiving readings not consistent with how they feel. Testing against a competitive meter. Analysis run on clark error grid using competitive readings (47) as ref. Point vs. Bd readings 87 yielded data points in the d range of the grid, outside acceptable limits.